Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A visual inspection observed the flow 50 port has burn damage and the lid is scratched. A functional evaluation revealed the flow 50 wand is not detected when plugged in. The unit was opened and found no issues. The complaint was verified and is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include there may be a wand detection circuit failure, damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the during a rotator cuff repair procedure, the handle port of the controller, started to smoke. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.